Manufacturer narrative:
Concomitant product(s): a 6944-65 lead, implanted: (B)(6)2008. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patients family member that the device alerted. Additional information obtained from the clinic reported an alert triggered due to an out of range high atrial lead pacing impedance. Due to the patient's history of permanent atrial fibrillation, the lead was programmed off and remains in the patient. No patient complications have been reported as a result of this event.